Event description:
It was reported that the pump keeps stopping in the middle of the infusion. There was patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was received for investigation. The event history log shows pump stopped alarms. The device was visually inspected and functionally tested. The devices lens is scratched and has a bubbled dso seal. The reported complaint was confirmed. The pump only stopped when the rechargeable battery was depleted. The main board, motor, hub gear, latch flex sensor, and dso sensor were all replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.